Event description:
Surgeon was performing procedure on the patient's kidney to ablate his kidney stone with the device in question. After approx. 13 minutes of use, the device turned off and had to be manually restarted. The laser turned on/off an additional 6 times during the remainder of the procedure. It would remain on for a short period of time, shut off, and then would require a manual restart. The surgeon was able to perform the surgery--despite the delay--and the patient's stone was successfully removed.the machine was recently tested and a pm service was performed approx. 2 weeks prior to this incident. The machine passed all pm tests when performed.